Manufacturer narrative:
Reference record (B)(4). Batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected.

Manufacturer narrative:
(B)(4). Catalog number 062941-001is the international list number which meets the requirements of the similar product listed in, is the us list number. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. There are no anomalies with the abbvie peg tube reported that would contribute to the event. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
A patient in (b)(\6) developed infection at the percutaneous endoscopic gastrostomy (peg) site. Patient was treated with one course of antibiotic. On (B)(6) 2016 it was reported that the result of stoma swab indicated growth of staph aureus and antibiotic has been changed to bactrim for 10 days. Patient reported improvement of symptoms with change of antibiotic; there is less pain, decreased inflammation, no redness and very slight yellow discharge.